Event description:
Left implant ruptured, discovered during surgery.

Manufacturer narrative:
This device has been explanted but we have not received it back from the md.

Manufacturer narrative:
Sientra complaint: (B)(4). Submitting additional information and corrected data for the correct serial number. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure and moderate yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. However, they are believed to have occurred during removal. The device measured above astm standards for ultimate break force and ultimate elongation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.